Event description:
Medical staff reported, right side rupture, 'siliconoma'. And capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, 'siliconoma'.